Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. At the 45-day follow-up transesophageal echo (tee), a device related thrombus was noted on the threaded insert of the device. The patient was on eliquis at the time the thrombus was seen and was switched to warfarin. The patient will be re-imaged to assess the device related thrombus status in the near future. The patient has not had any adverse events related to this event.